Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not secure the cutter preventing the pretest from being completed and the locking components and pawls were damaged preventing the cutter from securing. The issue with the damaged locking components and pawls is consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.